Manufacturer narrative:
The ge service rep conducted an onsite investigation. The locking mechanism was reassembled. The system was tested and operates as intended.

Event description:
The customer reported that the x-ray tube arm would lock up. No pt injury was reported.